Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was on vacation and was off the insulin pump for three weeks because he was having issues. He was having a hard time seeing the screen and the back light does not stay on long enough. Customer was transferred for issues with the senor. The device is not being returned for analysis.